Event description:
The iab was inserted into the patient at another hosp. The patient was transported to reporting hospital. After iabp for approximately 48 hours, the "gas loss" alarm sounded from the pump. The doctor attempted to refill the balloon. Then, blood was noted in the gas tubing and iabp was discontinued without incident. (Event complications: none from the event-reported 2/24/97.) (Pt's current status: requiring ventilation.)